Manufacturer narrative:
1038671-2024-02136 report number g4:510k number unknown due to the initial device not been reported. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02136. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 156 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear accelerated and preventable wear of the optetrak logic polyethylene tibial insert. Patient has suffered and continues to suffer permanent and debilitating injuries and damages, pain, discomfort, gait impairment, poor balance, difficulty walking; component part loosening, soft tissue damage, bone loss and other injuries presently undiagnosed which will all require ongoing medical care. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available."